Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose level of 19 mmol/l. On (B)(6) 2021, the patient was hospitalized with hyperglycemia and received an intensive care treatment. The patient was discharged from the hospital after one day.